Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The handle is loose. Point of attachment is broken.

Manufacturer narrative:
Examination of the returned device confirms the reported pin breakage. In this and previous investigations, it was found root cause was attributed to supplier manufacturing. Reference CAPA (B)(4). Based on the performed investigation, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.